Event description:
It was reported that the device had an error message on screen and made a loud noise. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation of complaint that the device had an error message on screen and made a loud noise. The reported complaint was confirmed with error code 110. Upon further investigation found that the printed wire assembly (pwa) board was damaged. The damaged pwa board caused the error code and noise reported by the customer. Replacing the pwa board resolved the problem. After the repair, the device passed all functional tests.